Event description:
The hcp reported the pt experienced "left hemiparesis by catheter trauma." This is a result of the catheter implantation per the hcp. The pt outcome is reported as still left hemiparesis.